Event description:
The pt received two scs leads from the same lot number. It was reported the pt stopped receiving effective stimulation therapy from her scs system. Follow-up on (B)(6) 2014, identified the pt underwent surgical intervention to revise her scs leads on (B)(6) 2014. The pt's leads were repositioned and effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.